Manufacturer narrative:
Novocure's opinion is that the contribution of the optune gio device to the fall and secondary rib fracture, lower limb fracture and foot fracture cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Rib fracture is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Foot fracture is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Lower limb fracture was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 39 reports of lower limb fracture in the commercial program to date. None of them were related to device use.

Event description:
A 53-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. Novocure was informed on july 15, 2024, that on an unspecified date, in the past several weeks the patient experienced compound rib fractures, a broken leg and foot. On (B)(6) 2024, the patient reported that he fell off a curb and broke his leg in four spots. The patient noted that he used the novocure original sleeve bag on his shoulder that impacted his balance. According to the prescribing physician on (B)(6) 2024, while the patient was walking outside, he did not see the curb, rolled his left ankle and then fell to the ground. The patient went to the emergency room and was discharged home after receiving a walking boot and was scheduled for a follow up with orthopedics in 1-2 weeks. The hcp assessed this incident as not related to optune gio therapy.

Manufacturer narrative:
On august 20, 2024, novocure received additional information from the prescribing physician, that the patient was evaluated at an outside hospital and experienced a mechanical fall that was treated with oxycodone and paracetamol. CT of the head, spine, and x-ray of the left hip showed no acute findings. On (B)(6) 2024, the patient's caregiver reported the patient had two falls in the last month, which resulted in a fractured leg, foot and skin laceration described as a gash on his head. Reportedly, the patient was not on optune gio therapy at the time of either fall or hospitalization. The skin laceration is not related to optune gio therapy.